Manufacturer narrative:
Corrected data: patient had a dbs system implanted not scs system as previously reported.

Event description:
Device 2 of 2; reference MFR. Report#1627487-2019-02893. Follow-up information revealed the patient underwent surgical intervention wherein the dbs system was explanted.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2019-02893. It was reported the patient is not receiving adequate pain relief from the scs system. As such, the patient will undergo surgical intervention at a later date to address the issue.